Event description:
Customer reported he is having trouble keeping his blood glucose under control. He has been getting highs and lows since earlier this year. He changed insulin types from novolog to apidra and his blood glucose was under control until (B)(6) 2014, when the highs and lows started again. Customer has noticed air bubbles in his reservoirs after inserting it into the insulin pump, even though he has purged the air bubbles out during filling. Customer refilled his reservoir this morning and by lunch time, customer had high blood glucose and a lot of large air bubbles in his reservoir. During troubleshooting, the device passed all functional testing, including the high pressure test. Customer also mentioned that he had a low blood glucose event that resulted in a car accident. This occurred on (B)(6) 2014. No other details were provided about the car accident. Customer's last blood glucose was 310 mg/dl. He treated with the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.